Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02211.

Event description:
The patient was undergoing a coil embolization procedure in the left posterior communicating arteries (pcom) using penumbra coils 400 (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, the physician successfully placed three pc400s in the target vessel. While advancing the next pc400 through a px slim, the physician experienced resistance, and the pc400 unintentionally detached with the major part hanging in the vessel; therefore, the physician successfully used a stent retriever device to remove the detached pc400, and the px slim was removed. The physician then continued the procedure and placed a non-penumbra microcatheter in the target vessel and attempted to pack the aneurysm with a penumbra smart coil (smart coil). However, there was no space left in the aneurysm to insert the smart coil, and therefore, the physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.